Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received button error and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not working. The customer also reported that they had received battery out limit. It was reported that the insulin pump started buzzing. The customer declined troubleshooting for batter out limit. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act, up arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm and audio or beep anomaly noted.